Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the flow compensation is not working. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question (ui400, endoflator 40, sn: (B)(6), manufactured 30-may-2025) was received by the manufacturing site in germany on 16-dec-2025 for investigation. During the manufacturer's technical inspection, the error description provided by the customer, "flow compensation is not working", could not be confirmed. Since no faults or irregularities could be found inside the device, the cause can be attributed to incorrect use by the user. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Internal karl storz reference number: (B)(4).